Event description:
Event description cpi received information that during telemetry of this implantable pulse generator (ipg), the ipg exhibited a loss of capture. This was reported to have occurred prior to the patient's discharge from the hospital.